Manufacturer narrative:
.

Event description:
Procedure type: nephrectomy; according to the reporter, the balloon on blunt tip trocar popped. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported.